Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred past the bd q-syte¿ luer access split-septum stand-alone device when connected to the PICC catheter during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient was carrying a PICC catheter, which was found to leak when it was connected with the q-syte"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred past the bd q-syte¿ luer access split-septum stand-alone device when connected to the PICC catheter during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient was carrying a PICC catheter, which was found to leak when it was connected with the q-syte".